Manufacturer narrative:
Device evaluation: lens returned in liquid in a lens case/vial. Visual inspection found haptic torn/broken. Dimensional verification was performed, and the lens was found to be in specifications. Claim#: (B)(4).

Manufacturer narrative:
Outcomes attributed to adverse event: requires intervention to prevent permanent impairment/damage . The reporter stated that the surgeon implanted a 13.2mm vticm5 13.2 of -11.0/5.0/089 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2019 as an exchange lens. The surgeon notes low vault; lens rotation; and refractive surprise. The lens was exchanged again on (B)(6) 2019 for a longer length lens and the problem was resolved. Reporter stated; "patient is happy." Explant date: (B)(6) 2019. Patient code 3191: secondary surgical intervention; exchange. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -11.0/+5.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon notes low vault, lens rotation, and refractive surprise. Reportedly, the lens remains implanted. See MFR# 2023826-2019-00057 for previously implanted lens. The cause of the event is reported as unknown.